Event description:
A user facility technician reported that a patient removed more ultrafiltration (uf) than intended during a treatment on a system 100 hemodialysis machine. The uf goal was 2.1 kg but 3 kg were actually removed. There was no patient injury or medical intervention associated with this incident. The patient's blood pressure was stable throughout the treatment. Treatment parameters consisted of a 800 ml/minute dialysate flow rate, 300 ml/minute blood flow rate, and a 3 hours 45 minute treatment time.